Manufacturer narrative:
D4 revised. D6b explant date provided.

Manufacturer narrative:
The pump remains in the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Placement signal not reliable alarm was intermittently sounding, placement signal metrics were not available. The placement signal waveform was visible on the automated impella controller screen after the issue occurred. The pump's positioning was confirmed via echocardiogram. The procedure was successful with this device.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue was related to sensor wear based on available lt data log review; however, the cause of the sensor wear was unknown without sufficient rt data log review and returned product investigation.